Event description:
Additional information received later indicated that the pump was replaced.

Event description:
It was reported there was a confirmed motor stall in the event logs with no motor stall recovery noted. The motor stall initially occurred (B)(6) 2012 and since that time multiple motor stalls had occurred. As of (B)(6) 2012, a "stopped pump may exceed tube set" message was noted upon interrogation of the pump. Per the reporter, the patient did not have any symptoms but did hear the critical alarm which was also confirmed by telemetry. A pump replacement was being scheduled. The pump contained the drugs dilaudid and bupivacaine. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter model # 8711,lot # j11289r50 implanted: (B)(6) 2003 explanted: unk.

Manufacturer narrative:
(B)(4).